Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 15 mg/dl. Customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization was pump is not working. Customer was treated with glucagon and juice. Customer was wearing the pump at time of hospitalization. The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was 360 mg/dl. Customer was advised to insert new battery and display did not return. Customer was advised to remove battery for 10 minutes and clean contacts with alcohol wipes. Customer was advised insert new battery but display did return. The customer was advised that the device would be replaced. Customer was advised that sending replacement pump.